Manufacturer narrative:
Concomitant medical products: 4592-45 lead, implant date: (B)(6) 2000.

Event description:
It was reported that the ventricular lead was observed to contain insulation damage during a routine device change-out. A lead revision was performed and the lead was capped and replaced. It was noted that the insulation damage was observed where the lead body met the connector sleeve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.